Manufacturer narrative:
Follow-up #1: date of submission 20-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 12 -aug-2019 with the following findings: during investigation, the complaint regarding occlusion alarms after changing supplies could not be duplicated during investigation basal duration testing. The force sensor device was tested and found to be with in specification. The black box and alarm history verified occlusion alarms due to an unidentified high force. The last occlusion alarm was record on (B)(6) 2019, the use continued pump use until (B)(6) 2019 with no additional occlusions recorded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 23 mmol/dl, with moderate ketones, abdominal pain, polyuria, and nausea, associated with alleged occlusion alarms. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was allegedly emitting frequent occlusion alarms with more than one set of supplies. The customer was able to manually prime the cartridge with the tubing attached, and insulin was easily pushed through the tubing. This was done with no occlusion alarms occurring. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.